Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary tubing connector leaked chemotherapy solution where it was connected to the primary line. The clinician stated the "inside of green piece on the end of the secondary was stripped (the threading was completely gone) which allowed leakage to occur". There was no patient harm.

Manufacturer narrative:
Concomitant products: 50ml baxter bag (B)(4), lot p343905, exp jun2017, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The customer¿s report of a leak was confirmed and replicated, but only when the texium component was not properly fastened. Visual inspection found that the interior threads of the texium component were worn, causing the texium component to not easily fasten. Functional and pressure testing confirmed that when the valve was not fastened correctly, leaking occurred. No leaking occurred when the texium was securely fastened. The probable cause of the leak was the secondary set not easily fastening to the primary set, due to damage to the interior threads which most likely occurred during the molding step in the manufacturing process.